Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe stopper was defective. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 301031, batch no. 6020541. It was reported that the plunger stopper was defective. This email is to inform you about an issue that we received from one of our customer of part number 67-1293, lot number : 16-259396, they are reporting the syringe plunger defective, today we received the sample piece, and we confirmed the defect. It was stated during out of package and prior to patient use, the syringe plunger on device was defective; event date was unknown. The syringe was found to have an out of place plunger tip. The tip was miss-assembled onto the plunger.

Event description:
It was reported that bd luer-lok¿ syringe stopper was defective. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 301031. Batch no. 6020541. It was reported that the plunger stopper was defective. This email is to inform you about an issue that we received from one of our customer of part number 67-1293, lot number : 16-259396, they are reporting the syringe plunger defective, today we received the sample piece, and we confirmed the defect. It was stated during out of package and prior to patient use, the syringe plunger on device was defective; event date was unknown. The syringe was found to have an out of place plunger tip. The tip was miss-assembled onto the plunger.

Manufacturer narrative:
Investigation: one (1) sample and three (3) photos were received from the customer for investigation. The sample was visually analyzed using unaided vision. It was observed that the sample has a stopper that has ¿rolled¿ back in one (1) area. The three (3) photos provided by the customer show the same sample showing the ¿rolled¿ stopper from various angles. Rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can cause the rolled stopper. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.